Manufacturer narrative:
Clarification to b3 date of event: partial date august 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Consumer reported "rupture". This record is for right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade lll"

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.